Manufacturer narrative:
No device malfunction is supported and the customer has not alleged a malfunction. A review of provided data indicates that the patient's heart was progressively failing with a slowing of the heart rate and widening of the qrs complexes. Alarms for high hr, irregular hr and desat occurred between 2:36 and 2:52 with asystole occurring at 2:52. Silencing occured at the information center ix however additional alarms were provided for desat, vent fib/tach and xbrady with additional silencing occurring at the bedside monitor. The requested information has been provided to the customer. The monitoring products remain in use. At this time no further action or investigation is indicated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient cardiac arrest occurred on (B)(6) 2018 in room 2310 between 0000 and 0600. During this timeframe staff were busy tending to another patient and were not aware of the condition of this patient. The customer requested assistance from philips in reviewing the clinical audit logs to determine if alarms occurred and were silenced or if alarms were turned off. The customer has not alleged a malfunction of any philips device. The patient has suffered severe anoxic brain injury as a result of this event.